Event description:
Concern: carefusion vendor item: (B)(4), cap, diaphragm, set use/w, vent when initiating oscillator ventilation. Instances when map cannot be increased to calibrate the ventilator. Requires change to new set of diaphragm caps to accomplish calibration. Concern about timing and impact on critical care being provided. The ventilator in use was evaluated and did not demonstrate any disfunction. Our purchasing department communicated concerns to the MFR, and we obtained a new lot; and the problem recurred. Reason for use: initiating ventilator.